Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a loss of connection the transmitter and receiver that occurred on (B)(6) 2016. Patient was advised to perform a paperclip reset if issue were to re-occur again. No injury or medical intervention was reported.